Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who received fentanyl (130.0mcg/ml, 21.45mcg/day), bupivacaine (10.0mg/ml, 1.650mg/day), and dilaudid (4.0mg/ml, 0.6599mg/day) in an implantable pump for non-malignant pain and chronic low back pain. The "pump stopped" on (B)(6) 2015 (confirmation was not received through healthcare provider). The patient experienced a return of pain symptoms and was not getting any pain relief. The patient had a pump for 15 years and knew something was wrong (either catheter or pump). The symptoms began on (B)(6) 2015 and the patient was able to give herself a bolus on (B)(6) 2015. The patient was fine until now. The patient successfully requested a bolus last night (and throughout the night) due to return of symptoms, but was not getting relief. The patient was in "full blown withdrawal." The patient was 90-95% pain-free most of the time and did not have to use the personal therapy manager (ptm) very often. The patient denied falls, trauma, or sources of electromagnetic interference (emi). The pump was not alarming. The patient was waiting to see if her healthcare provider (hcp) to call her back. The patient was considering going to the emergency room (ER) or urgent care and wanted to know about options for contact with manufacturer representatives. Additional information was requested from the patient regarding if the patient was contacted by her hcp, if there were any appointment dates, the details surrounding the event, steps taken to resolve the issue, and if the issue resolved. If additional information is received, a follow-up report will be submitted.

Event description:
Additional information was received from a consumer. It was reported the patient's pump had failed/malfunctioned and was replaced due to issues with the pump. No further information related to the event was provided. Should additional information be received, as it was previously reported follow-up has been requested to obtain further information, but was not available at the time of this report, a supplemental report will be submitted.